Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the implantable cardioverter defibrillator (ICD) identified no anomalies on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2016. Another shock was attempted and the device battery status moved to depleted due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, a subsequent high voltage charge attempt caused the device to declare battery status depleted because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded code 1004, indicative of the charge time exceeding a limit, and code 1007, indicative of a shorted lead condition. Boston scientific technical services (ts) was contacted for assistance and recommended replacement of the device and right ventricular (rv) lead. Subsequently, the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.